Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because, the meter allegedly has apply sample issues. The issue was not resolved with troubleshooting.

Manufacturer narrative:
(B)(4): the meter failed testing. The meter was found to have spc pins 1-3 were lifted high. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.